Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon detachment occurred. The patient underwent an abdominal aortic aneurysm treatment. The target lesion was located in the iliac artery branch graft. A 40/7/2/100 equalizer¿ balloon catheter was advanced to the lesion, however, the balloon was detached inside the patient's body. The physician attempted to snare the detached portion of the balloon but was unsuccessful. The physician ended up placing another stent graft in the patient to trap the detached portion of the balloon in between the two grafts. No patient complications were reported and the patient's status was fine.